Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. The available tripped trend reports were reviewed for libre sensor and perception code for the last year. The review identified a tripped trend for this perception code. This tripped trend was addressed in the tracking, trending review meeting, and investigated. The investigation concluded that the tripped trend was not correlated with a product nonconformance. Trends are regularly monitored and investigated when exceeding established thresholds to evaluate for causes associated with the product. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received notice of a medwatch user report which reported the following information: a customer reported issues with 6 of adc devices stating that "sensors which did not work after they were installed for the first time. Sensors which stopped working prior to the end of the 14-day period. Sensors which had problems with the adhesive backing, causing them not to stick to the skin, or, to stick to the skin, but not to stick to the back of the sensor. This latter issue resulted in the sensor "pin" not being able to stay in my arm after the sensor was inserted, causing a ''sensor is not working" message". The customer further reported that they "received a message on the app to replace the sensor" and the replacements sensors from adc was inserting, it too continued to encounter error messages. There was no report of any symptoms or third party medical intervention for the reported issues. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event, however all follow-up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care (adc) received notice of a medwatch user report which reported the following information: a customer reported issues with 6 of adc devices stating that "sensors which did not work after they were installed for the first time. Sensors which stopped working prior to the end of the 14-day period. Sensors which had problems with the adhesive backing, causing them not to stick to the skin, or, to stick to the skin, but not to stick to the back of the sensor. This latter issue resulted in the sensor "pin" not being able to stay in my arm after the sensor was inserted, causing a ''sensor is not working" message". The customer further reported that they "received a message on the app to replace the sensor" and the replacements sensors from adc was inserting, it too continued to encounter error messages. There was no report of any symptoms or third party medical intervention for the reported issues. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event, however all follow-up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The review did not identify any trends that would indicate any product related issues related to this complaint. The investigation concluded that the tripped trend was not correlated with a product nonconformance. Trends are regularly monitored and investigated when exceeding established thresholds to evaluate for causes associated with the product. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. 6 sensors were reported (serial numbers unknown) and they have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. The available tripped trend reports were reviewed for libre sensor and perception code for the last year. The review identified a tripped trend for this perception code. This tripped trend was addressed in the tracking, trending review meeting, and investigated. The investigation concluded that the tripped trend was not correlated with a product nonconformance. Trends are regularly monitored and investigated when exceeding established thresholds to evaluate for causes associated with the product. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This serves as a correction report. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received notice of a medwatch user report which reported the following information: a customer reported issues with 6 of adc devices stating that "sensors which did not work after they were installed for the first time. Sensors which stopped working prior to the end of the 14-day period. Sensors which had problems with the adhesive backing, causing them not to stick to the skin, or, to stick to the skin, but not to stick to the back of the sensor. This latter issue resulted in the sensor "pin" not being able to stay in my arm after the sensor was inserted, causing a ''sensor is not working" message". The customer further reported that they "received a message on the app to replace the sensor" and the replacements sensors from adc was inserting, it too continued to encounter error messages. There was no report of any symptoms or third party medical intervention for the reported issues. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event, however all follow-up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This serves as a correction report. Section h10 (additional mfg narrative) was incorrectly updated in the initial report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received notice of a medwatch user report which reported the following information: a customer reported issues with 6 of adc devices stating that "sensors which did not work after they were installed for the first time. Sensors which stopped working prior to the end of the 14-day period. Sensors which had problems with the adhesive backing, causing them not to stick to the skin, or, to stick to the skin, but not to stick to the back of the sensor. This latter issue resulted in the sensor "pin" not being able to stay in my arm after the sensor was inserted, causing a ''sensor is not working" message". The customer further reported that they "received a message on the app to replace the sensor" and the replacements sensors from adc was inserting, it too continued to encounter error messages. There was no report of any symptoms or third party medical intervention for the reported issues. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event, however all follow-up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care (adc) received notice of a medwatch user report which reported the following information: a customer reported issues with 6 of adc devices stating that "sensors which did not work after they were installed for the first time. Sensors which stopped working prior to the end of the 14-day period. Sensors which had problems with the adhesive backing, causing them not to stick to the skin, or, to stick to the skin, but not to stick to the back of the sensor. This latter issue resulted in the sensor "pin" not being able to stay in my arm after the sensor was inserted, causing a ''sensor is not working" message". The customer further reported that they "received a message on the app to replace the sensor" and the replacements sensors from adc was inserting, it too continued to encounter error messages. There was no report of any symptoms or third party medical intervention for the reported issues. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event, however all follow-up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. The available tripped trend reports were reviewed for libre sensor and perception code for the last year. The review identified a tripped trend for this perception code. This tripped trend was addressed in the tracking, trending review meeting, and investigated. The investigation concluded that the tripped trend was not correlated with a product nonconformance. Trends are regularly monitored and investigated when exceeding established thresholds to evaluate for causes associated with the product. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This serves as a correction report. Section h10 (additional mfg narrative) was incorrectly updated in the initial report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received notice of a medwatch user report which reported the following information: a customer reported issues with 6 of adc devices stating that "sensors which did not work after they were installed for the first time. Sensors which stopped working prior to the end of the 14-day period. Sensors which had problems with the adhesive backing, causing them not to stick to the skin, or, to stick to the skin, but not to stick to the back of the sensor. This latter issue resulted in the sensor "pin" not being able to stay in my arm after the sensor was inserted, causing a ''sensor is not working" message". The customer further reported that they "received a message on the app to replace the sensor" and the replacements sensors from adc was inserting, it too continued to encounter error messages. There was no report of any symptoms or third party medical intervention for the reported issues. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event, however all follow-up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. The available tripped trend reports were reviewed for libre sensor and perception code for the last year. The review identified a tripped trend for this perception code. This tripped trend was addressed in the tracking, trending review meeting, and investigated. The investigation concluded that the tripped trend was not correlated with a product nonconformance. Trends are regularly monitored and investigated when exceeding established thresholds to evaluate for causes associated with the product. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This serves as a correction report. Section h10 (additional mfg narrative) was incorrectly updated in the initial report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.